Manufacturer narrative:
Unit received with broken off and missing the end cap. Unit received with missing motor assembly. Unit received with physical damage to electronic assay. Unable to perform displacement test due to physical damage to unit. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, stained address/serial number label, missing reservoir tube o ring and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. Customer states the insulin pump was dropped. The insulin pump will be returned for analysis. No further details are given.